Manufacturer narrative:
(B)(4). Reported event was confirmed with medical records provided. Operative notes showed altr. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04128. 0001825034 - 2019 - 04098. 0001825034 - 2020 - 00762.

Event description:
It was reported that a bilateral patient underwent left total hip arthroplasty and subsequently underwent a revision procedure approximately 9 years later due to pain, elevated metal ion levels, altr, and metallosis. MRI showed a pocket of fluid around the hip, which is an ongoing issue related to tissue damage from metallosis, however, patient remains asymptomatic and without further intervention. No further event information available at the time of this report.